Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. In addition, trending data showed recent fluctuations in p-wave measurements. Subsequent follow-up with the clinic indicated that reprogramming has been planned for the lead issue. The ra lead remains in use. No patient complications have been reported as a result of this event.